Event description:
It was reported that during a hip procedure using a 1.8mm q-fix anchor, the sutures were cut upon insertion. The surgeon abandoned the broken anchor in the bone and drilled a new bone hole to complete the procedure. There were no significant delays or pt complications reported as a result of this event.